Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services powered the monitor on and let it sit. The customer's baton was connected to the monitor and the images were good throughout testing. The auto power feature was turned off and the device was returned to the customer. Additional part used: glidescope avl video baton 3-4, catalog: 0570-0313, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the screen went blank intermittently. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.